Manufacturer narrative:
The reported event was that the ultrasound endoscope balloon (oe-a61) was reported to tear easily during attachment and during the procedure. The procedure was completed using a balloon of the same reference from a different lot. No balloon fragments entered the patient's body, and no patient harm was reported. A minor procedure delay was reported. Two patients were involved in this case. Pentax medical emea performed a good faith effort to gather additional information regarding this event and received responses to its inquiries via email on 01-jun-2026. According to information received from the user facility, the healthcare professionals were familiar with installation of the balloon. The endoscope used in this case was eb19-j10u (serial number (B)(6). The endoscope used in this case is currently undergoing inspection by pentax medical service. No abnormalities were identified in the endoscope, and no edge damage or deformation was observed at the distal end. Whether the balloon was installed in accordance with the IFU and whether the balloon attachment tool (oe-a53) had any damage or defects remain under investigation. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. Related manufacturer report numbers: _oe-a61_unknown lot number_balloon with defect 9610877-2026-00034_oe-a61_unknown lot number_balloon with defect.

Event description:
On 27-may-2026, pentax medical became aware of an event involving a pentax medical ultrasound endoscope balloon model oe-a61, lot number 1021085 in france within the emea region. A notification was received from the customer that a report regarding a malfunction of the oe-a61 (balloon) had been submitted to the ansm. According to the report, the balloon was found to tear easily during attachment and during the procedure. The procedure was completed without issue by using a balloon of the same reference from a different lot. Similar incidents have occurred in the past, recurring at a frequency of once per week to once per month since (B)(6) 2026. No fragments of the ruptured balloon fell into the patient's body, and a minor procedure delay was reported. Two patients were involved in this case. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.